Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additional information regarding how the event is attributable to the csi device has been requested, but has not yet been received. If follow-up is received a supplemental report will be submitted. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Csi ID: (B)(4).

Event description:
Prior to the procedure a temporary pacemaker was placed as a prophylactic device and was activated. The diamondback coronary orbital atherectomy device (oad) was operated on low speed and treated severely calcified lesions in the right coronary artery. During the procedure, slow flow in the posterolateral artery was observed, along with a microvascular injury and elevated creatine kinase (ck) levels. Diagnostic testing confirmed that all treated areas had a timi flow of 3 following the procedure. Per the physician, the slow flow was suggestive of debris likely from the oad and was likely the cause of the microvascular injury and subsequent elevated creatine kinase (ck) elevation. The patient remained overnight due to standard care of the hospital and was discharged the following day.